Manufacturer narrative:
(B)(6). A getinge field service engineer (fse) evaluated the unit and confirmed the issue with the unit. The fse reinstall the main unit onto the trolley and the unit worked normally after reconnection. The unit passed all the performance and safety tests specified by the factory. The unit has been delivered to the customer and is ready for clinical use.

Event description:
It was reported by the customer that during a routine inspection the cardiosave intra aortic balloon pump (iabp) equipment could not be charged. There was no patient involvement reported.